Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the acoustic lens was scratched to the glue-layer due to error in user handling and attrition from increased use/time. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Due to deformation of scope connector, water tightness was lost. Due to deformation of the lever mount, the forceps control lever did not move smoothly. Due to deformation, the forceps control lever did not move smoothly. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The forceps channel port was dirty. The light guide lens had a crack. The adhesive around the light guide lens had wear. The adhesive on the bending section cover had a chip. The connecting tube had a scratch. Due to wear of the angle wire, the bending angle in the up/down/right directions did not meet the standard value. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the remote control/switch on the evis exera ii ultrasound gastrovideoscope was leaking. The issue was found during an internal inspection at pre or post reprocessing. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the acoustic lens on the ultrasound probe had a scratch which reached to the glue-layer. This report is to capture the reportable malfunction of acoustic lens on the ultrasound probe had a scratch which reached to the glue-layer noted at estimation.